Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary frequency and urinary/bowel dysfunction. It was reported that they felt like their internal stimulator was not working as well as it used to. Patient stated they were having a reduction in their symptom control. Patient said they had retention issues and now they were retaining again and they were not having the same sort of success in retention. Patient asked if they needed to increase their stimulation. Agent reviewed role of patient services and redirected patient to their healthcare provider to further address the issue.